Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one cl sec med set 35" w/ll & hangerno needle or distal connector that was connected to a carefusion infusion set, check valve, 3 needle-free valves 95, 75 and 6 from 2-piece male luer lock product code (B)(4), lot number unknown in which a no flow situation was observed in the labor and delivery department. The nurse was able to prime the secondary set successfully. When the secondary set was connected to the primary, the nurse stated that it felt more stiff than normal. The primary set was infusing lactated ringers solution and the secondary was infusing clindamycin. The set up was being used with an alaris pump. It was reported that the nurse used the 37 hanger that is included in the secondary set to hang the primary bag of regular IV fluids at a lower level and hung the secondary bag of antibiotics directly onto the pump pole, which was above the level of the primary bag. The nurse used the end of the secondary set to plug into the port on the primary set. The port that was used was the only port that is located above the pump cartridge. When securing the port, she pushed the end of the tubing into the blue port, and then used the plastic ring to luer-lock secure it into place. She then programmed the IV pump for the secondary line and ensured that the secondary IV clamp was open, and started the pump. The nurse started the pump and left the room for approximately 15-20 minutes and when she returned, the bag of clindamycin was still full of solution and there were no drips from the secondary site's drip chamber. The nurse adjusted the connection between the primary and the secondary and was able to establish flow. It was reported that the secondary part was either too tight or too loose when connected to the primary. The pump did not alarm occlusion. This resulted in the delay of the antibiotic administration to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem could not be confirmed nor could a cause be identified through a returned sample evaluation. One used sample was returned for evaluation. The set was attached to a carefusion primary set at each of the primary set's three y-sites and normal flow was noted when attached to the three sites. As the set flowed normally, this issue could not be confirmed as the sample functioned as intended. A batch review could not be performed since the lot information was not available. A labeling review was performed, finding the labeling accessible and available to the user, and accurate and sufficient for the use of this product. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was requested for evaluation. Should the sample be received, a follow-up report will be submitted upon completion of an evaluation or if additional information becomes available.